Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Can you please describe staple presence and form circumferentially? What was done to address the reported staple line issue? Was any tissue ischemia observed? What is the current status of the patient? Response: not reported. I will contact the doctor to answer the questions. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an esophagus-jejunum anastomosis was made and two days later the staple line undid. The doctor had 10+ years of experience with the device; high volume doctor. There were no issues experienced with the device in the initial surgical procedure. The doctor said that during the procedure they did a esophagus endoscopy and it seemed okay and well formed. Leak test showed no leaks. 72 hours after the procedure the patient suffer pain and peritonitis. The patient went again in surgery and they evidenced a dehiscence in the staple line.